Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Mainboard (measuring / charging socket loose contact) defective. File clip (broken wire) defective. Housing (holder for screws of battery cover broken off) defective.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements. The event outcome is unknown as of this MDR evaluation.